Event description:
Eleven months after the index procedure, restenosis was found.

Manufacturer narrative:
As reported by the post market study, this pt presented for elective treatment and 1-vessel disease was found. Pre-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200mg/day and isosorbide mononitrate 1.5mg/day. Intra-procedure medications included 10000 units of heparin. Pci was performed on a 57% de novo lesion in the proximal right coronary artery (rca) of 36.67mm in length in a 3.16mm vessel diameter. The (type c) eccentric lesion was characterized as ostial, moderately calcified and diffused. The femoral approach was chosen for the procedure. Pre-dilation was conducted with a 2.5x14mm balloon at 12atm and a 3.0x23mm cypher stent was deployed at 12atm. Then, a 3.0x23mm cypher stent (i0505008) was implanted at 16atm at the proximal end of the initially implanted cypher without a gap. Post-dilation was not. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 15%. Ivus was conducted. Approx 11 months later, the pt complained of chest pain and felt wobbly. About 2 weeks later, the pt visited the hosp. Nitroglycerin was used to relieve chest pain. Eight days later, angiography was conducted and restenosis was observed at the proximal edge of the proximally implanted cypher. The restenosis was 90%. It was decided to treat the restenosis by pci, but because creatinine value was high, the date has not been decided yet. Please note that this product, (cjs23300, lot no. I0505008) is not distributed in the us. However it is similar to the us distributed device, cxs23300. This product is also not available for testing and eval. A female with a medical history of unstable angina, previous pci, CABG, hypertension, hyperlipidemia, smoking and asthma experienced restenosis 11 months post cypher stent implantations. The reason for the pt's initial admission to hosp was not reported, but an elective angiogram revealed a lesion in the proximal rca. This pt's advanced age, gender and extensive history put her at increased risk for mace. Pre procedural medications included asa and ticlid; while intra procedural medications included heparin. The performance or recording of acts was not reported. The proximal rca lesion was described as de novo, type c, 57% occluded, 3.16mm in diameter, 36.67mm in length, ostial, eccentric, diffusely diseased and moderately calcified. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.00 x 23mm cypher stent at a maximum inflation pressure of 12 atm. This was followed by the more proximal and overlapping placement of another 3.00 x 23mm cypher stent at a maximum inflation pressure of 16atm. The procedure was completed with a resultant timi flow of 3 and a residual stenosis of 15%. The pt was discharged on medications that included asa and ticlid. Eleven months after the index procedure, the pt experienced chest pain and 'wobbliness'. The pt visited the hosp 2 weeks later and was treated with nitroglycerine with relief. Eight days after that, she underwent a repeat angiogram that revealed a 90% restenosis at the proximal edge of the proximally implanted cypher stent. The physician wanted to treat the pt with pci at this time but deferred it because her creatinine level was too high. The products remain implanted in the pt and are thus not available for eval. Restenosis is a known potential adverse event following stent implantation. There are pt, vessel and possible pharmacological factors that may have contributed to this event. The product was not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.